Event description:
Rptr complains of aches and pains, breast hardness, painful breasts, fatigue, hair loss, rashes, weight gain, heavy menstrual bleeding, capsular contractures, granulomas, burning in chest, breast, and abdomen, dry eyes, mouth and vagina, muscle aches and pains, loss of memory and balance walking, sleep disturbance, easy bruising, colon problems, night sweats, tingling in legs and breast, and numbness in hands.